Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for low blood glucose levels with a reading of 42 mg/dl. The customer stated that she bolused without checking her blood glucose levels the night prior to the event. The next morning, the customer could not wake up and her husband called the paramedics. Troubleshooting was performed. The insulin pump passed the displacement and self tests. Nothing further was reported.